Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 at 10:20: 42 with drain volume of 2611 ml (combined drain volume cycle 4: 2301 ml, and post therapy drain volume 310 ml). This event meets overfill criteria.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot numbers; gd873927 and gd872929 with no defects noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause is undetermined. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. In (B)(6) 2010, the patient developed peritonitis. The cause of the peritonitis was unreported. The patient was not hospitalized for the peritonitis and it was unknown if treatment was provided for the event. Dianeal therapy was ongoing. It was unreported if the patient had recovered from the event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.